Event description:
It was reported the patient's leads had migrated and were revised with a paddle lead. Prior to the revision surgery, the patient stopped using the device until leads were fixed, this resulted in an over discharged of the battery. No outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.